Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not applicable. Device was not implanted.

Event description:
Healthcare professional reported "upon the second sterilization, the nurse noticed there was a rupture in the silicone sizer." The device was not implanted. Unknown if back up device was used.